Manufacturer narrative:
The reported event of lead sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the external abrasion and exposure of outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient was asymptomatic. It was noted that non-sustained episodes indicative of noise and pacing inhibition was observed on the right ventricular (rv) lead. During a procedure to remove the rv lead, the right atrial (ra) lead dislodged as it was endothelialized to the rv lead. Both the rv and ra leads were explanted and replaced. The patient was recovering.